Manufacturer narrative:
(B)(4).

Event description:
Procedure type: cholecystectomy. According to the reporter: during the extraction of the port, the tip of the knife broke and part of the plastic cover fell off inside the pt's cavity. No pt injury was reported. No additional info available at this time.